Event description:
A female with metastatic lung cancer to the brain and liver undergoing chemotherapy was seen by her oncologist. Her single lumen groshong port was accessed with no blood return. Cathflow was given and the patient returned to her oncologist a week later. The port was accessed with no blood return. Chest x-ray was performed and noted that the groshong catheter was fractured. The fractured piece was in the patient's heart. A right heart catheterization was performed at medical center by dr to remove the fractured groshong catheter. The patient tolerated the procedure without difficulty and returned to her home that day.